Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 2 patients tested for insulin. The customer was comparing results between 2 e 170 analyzers. It is not known if the erroneous results were reported outside of the laboratory. Patient 1 initial insulin result was 1.6 uu/ml on e 170 analyzer module 1. The sample was repeated twice on e170 analyzer module 2 with results of 3.9 uu/ml and 4.0 uu/ml. On (B)(6) 2015 patient 2 initial insulin result was 1.5 uu/ml on e 170 analyzer module 1. The sample was repeated twice on e170 analyzer module 2 with results of 3.5 uu/ml and 3.7 uu/ml. No adverse event occurred. The insulin reagent lot number was 180953. The expiration date was not provided. It was noted that the calibration signals for e 170 analyzer module 2 were a little high. It was noted that the calibration curve was different between e170 analyzer module 1 and e170 analyzer module 2. The customer was advised to perform calibration on the e170 analyzer module 2 again. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the available data, a general reagent issue was not identified.